Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) output connector assembly was broken. It was also indicated that the case was broken, and the display wires were pinched. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a cracked ventricular port. The epg was returned for service. There was no patient involvement.